Event description:
It was reported via repair work order that the head end lift was functioning intermittently due to a damaged wiring harness #2. It was also reported that the bed would not lower fully electronically. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.